Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices referenced are filed under separate medwatch manufacturing report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using four proglide devices. Reportedly, no suture was present when the plunger was removed for all devices. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.